Event description:
Knee began draining and appeared to be infected. Knee was opened and debided and patellectomy was performed. Infection was located under tibial baseplate. It was removed. Tibia was recut and flushed with antibiotic saline. New baseplate and insert were implanted. A stem extender was added to the new baseplate. Female pt is 73 yrs old.